Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 06-oct-2024 that the patient had unknown issue with infusion set which results into high blood glucose level ovver 300mg/dl. The customer addressed the high blood glucose by correction bolus via pump. Patient was hospitalized due to vomiting and dka. The treatment was received through his pump and IV. No further information available.